Event description:
A malfunction alarm was reported on the customer's tandem pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and instructed to continue using it, with advice to call back if the issue recurs.